Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 at 11.00 pm. The customer blood glucose level was 701 mg/dl at the time of incident and the current blood glucose level was 120 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea and thirsty. The customer was assisted with troubleshooting. The customer was treated with intravenous insulin drip and manual shots. Customer did allege pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No cosmetic damage noted.